Manufacturer narrative:
Three attempts were made to obtain additional information, but no additional information was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the processor light source was blinking and shooting water without purposeful button pushing. The reported issue was observed during an unspecified procedure. No adverse effects to patient reported.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.